Event description:
It was reported that the cannula was partially separated from the flange on 1 size 3.5 ped, pediatric tracheostomy tube. This was detected after the device had been in use approximately four (4) weeks. It was also reported that prior to the reported event pt experienced several inadvertent partial extubations as a result of neck hyperextensions occurring when pt is angry. The device was returned to the MFR for identification, analysis and investigation. Initial eval of the returned device showed a significant indentation in the cannula possibly indicting that this pt's anatomy maybe exerting pressure in the area where the partial separation occurred. In addition, a site visit was conducted on 11/26/96 to evaluate and investigate the device usage, application and homecare setting. Add'l analysis and investigation of the returned device is in process. There was one (1) pt involved with no reported pt compromise.